Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device me specifications prior to leaving abbott manufacturing facilities.

Manufacturer narrative:
Further information was requested but not received.

Event description:
During an in-clinic follow-up, a loss of capture and low pacing impedance were observed on the device. The device had reached the elective replacement indicator, so the device was explanted and replaced. During the replacement procedure, liquid and coagulated material were noted on the header of the device. A header anomaly was suspected. The patient was in stable condition.